Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2010-03926, 3005099803-2010-03927, 3005099803-2010-03928, and 3005099803-2010-03929 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and four patient return grounding pads were used during a liver rfa (radiofrequency ablation) procedure performed on august 3, 2010. According to the complainant, while performing the ablation, a console error (p1) occurred when the generator reached 140 watts. The physician changed the pad, but the same error appeared at 140 watts. The physician changed the pad, but a third error (p1) occurred at 140 watts. Once again, the physician changed the pad, and this time the error (p1) occurred at 170 watts. The needle was retrieved, then redeployed to achieve roll-off. At this time, the procedure was complete. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported that during a da vinci hysterectomy procedure the monopolar curved scissors instrument broke and a piece fell into the patient. The piece was retrieved and the procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the right blade to be broken off and missing with a 0.39 inch by 0.13 inch piece missing. No bending of the remaining blade was found and no other damage was found. Per the case notes the missing instrument components which fell inside of a patient was retrieved.